Manufacturer narrative:
No product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, an aortic dissection occurred. Hypotension was noted. The dissection was repaired with an aortic patch via an open chest procedure. It was suspected that the delivery catheter system (dcs) caused the dissection. It was reported that delivery catheter system (dcs) advanced through the aortic arch e asily, the arch was mildly calcified and without dilation. It was reported the minimum vessel diameter was 6mm. No additional adverse patient effects were reported.